Event description:
This event was originally submitted by the customer via medwatch report to the FDA ((B)(4)). The customer reported on (B)(6) 2014 that a patient had a cardiac arrest and a code blue was initiated. During the application of the device, the nurse tried to shock the patient with the defibrillation electrodes but no energy was delivered. The customer replaced the defibrillation electrodes and was able to successfully deliver a shock. The customer indicated only a minor delay in care of approximately a few seconds and there were no adverse effects reported to have been caused to the patient as a result of the reported issue. The customer survived the event. No additional details surrounding the event have been reported. The device serial number provided with the customer submitted medwatch report was not accurate. There was no accurate device information provided. Physio-control has also been unable to obtain this information from the customer.

Manufacturer narrative:
(B)(4). Physio-control has been unsuccessful at reaching the customer to obtain additional information on the reported event and no response appears forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.